Event description:
It was reported that the patient presented to the emergency room having frequent 2:1 heart block. A few dropped beats were noted on telemetry. Reprogramming was performed for the implantable pulse generator (ipg), and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.